Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Patient further underwent x-rays on (B)(6) 2011 revealing her knee had dislocated. Subsequently, patient was revised on (B)(6) 2011 due to pain and dislocation. The implants was removed and replaced with competitor components. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2013-04669 & 0001825034-2013-05467).

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Patient further underwent x-rays on (B)(6) 2011 revealing her knee had dislocated. Subsequently, patient was revised on (B)(6) 2011 due to pain and dislocation. The implants were removed and replaced with competitor components. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to external rotation of the tibial component. The operative notes confirm that the tibial tray, femoral component, and polyethylene bearing were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.